Event description:
Feels like someone is hitting me with a 2 by 4 in my knee and shin. Feels very heavy. Why was the person using the product: replacement of knee. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Did the problem return if the person started taking or using the product again: yes. Other identifying information: it was done at (B)(6).